Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-06085. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. Patient also experienced pain at the ipg site. Surgical intervention may be pending to address the issue.